Event description:
(B)(4) study. Same patient as MDR ID# 2134265-2012-05263. Same patient as MDR ID# 2134265-2012-05561. Same patient as MDR ID# 2134265-2012-05562. Same patient as MDR ID# 2134265-2012-05563. It was reported that post a stenting treatment procedure, the patient experienced angina and in-stent restenosis. (B)(6) 2008 - patient had a 4.0 x 20mm taxus liberte stent implanted in the proximal right coronary artery (rca). (B)(6) 2011 - the patient presented with recurrent sub sternal chest discomfort radiating to the neck and is associated with belching. The patient was diagnosed with unstable angina (braunwald classification:iib). Coronary angiography revealed the previously placed stent was 60% restenosed in the rca. Target lesion one was 99% stenosed, 2 mm long with a reference vessel diameter of 3.0 mm located in the distal rca. The physician placed a 3.00 x 16 mm taxus liberte using a direct stenting method with 0% residual stenosis. The lesion in crux of the heart was treated with the placement of a 3.5 x 12 mm ion stent (not overlapping with the 3.00 x 16 mm study stent). The in-stent restenosis of the previously deployed taxus liberte stent (deployed in (B)(6) 2008) was treated with the placement of a 4.00 x 38 mm ion stent. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).